Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of low blood glucose readings at the hospital. The customer's blood glucose reading was 46 mg/dl. The customer stated having hypoglycemic events. The customer was hospitalized. The customer was advised to check the insulin type and concentration. The customer reported rapid acting and found u100. The customer was advised to speak with his health care provider regarding the low blood glucose readings.